Event description:
It was reported that patients percutaneous lead was broken, and this was confirmed through imaging. It was noted that the lead was broken when attempting to have a magnetic resonance imaging (MRI). The patient underwent a revision procedure where the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted leads were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred eight months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16995842.